Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a fracture noted in latitude by the health care provider. The patient underwent surgical intervention to remove the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. New information received, patient refused a lead revision in august 2019. Regulatory report updated with received information.

Event description:
It was reported that this right atrial (ra) lead exhibited a fracture noted in latitude by the health care provider. The patient refused a lead extraction or revision, thus the lead remains implanted. The lead was turned off. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 67mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. New information received, patient refused a lead revision in (B)(6) 2019. Regulatory report updated with received information. Fields updated: - adverse event/product problem - describe event or problem - patient codes - impact codes - type of reportable event.

Event description:
It was reported that this right atrial (ra) lead exhibited a fracture noted in latitude by the health care provider. The patient refused a lead extraction or revision, thus the lead remains implanted. The lead was turned off. No additional adverse patient effects were reported. The lead was received by bsc, explant date or location unknown.